Event description:
Customer reportedly obtained results of 500mg/dl, 300mg/dl, and 200mg/dl on the aviva system within 10 minutes. Customer took 14 units novolog insulin based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.